Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines the steps for placing and securing the outflow graft to the pump and warns to not use when tightening the clamp screw because this could damage the graft clamp or graft clamp screw and a loose connection may result in bleeding and/or an air embolus. Replace components if required. The strain relief was not returned for evaluation, as reported, it was implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed because the device was not returned and no supporting evidence was provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, heartware is aware of this issue and has launched an internal investigation to evaluate this type of issue. Based on this investigation, the most likely root causes of tears or cuts in the outflow graft have been attributed to technique and the difficulty of assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-00608 and 3007042319-2016-00759) submitted for devices related to the same event.

Event description:
During pump assembly the outflow graft ring collar pinched the outflow graft causing a tear that leaked. The tear formed at the location where the 2 ends of the metal collar come together. Assembly was repeated 4x before implantation. Even after the fourth reassembly (this time by the surgeon) there was still a tiny leak during testing. The surgeon was comfortable that this time leak would seal on its own. The pump was implanted with the original graft in a normal fashion. No other clinical sequelae were reported; there have been no patient complications reported.